Manufacturer narrative:
This report is submitted on september 17 2020.

Event description:
Per the clinic, the patient experienced skin necrosis around the implant side. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2020.

Manufacturer narrative:
It was reported that the patient experienced extrusion of the receiver-stimulator, subsequently the device was explanted on (B)(6) 2020. The electrode array remains in-situ. This report is submitted on 2 november 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 10, 2020.